Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
Global pharmacovigilance (gpv) sent email notification of complaint on behalf of customer to baxter corporate product surveillance. Customer reported on (B)(6) 2012, at 4:11 p.m., of a secondary medication set in which tubing leaked etoposide during infusion. The nurse noticed the medication bubbled on the outside of the reported set. There was no exposure of the chemotherapy agent to the patient or the nurse. There was no report of patient/user injury or medical intervention needed in association with this event. Nurse was able to change the tubing and continue the infusion. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.